Event description:
Hamilton medical ag received the following event description: it was reported that during the ventilation of a patient, the device ventilation stopped with the following technical events 231009 (blower controller speed low), 231032 (expiration valve disconnected) and technical faults 431017 (inspiration valve disconnected), 431002 (blower disconnected). No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Hamilton medical ag received the logfiles of the device for analysis. Logfiles analysis show that the device generated the following alarms: 86/ on (B)(6) 2026 05:36:53/power /off ventilation software. 87/ on (B)(6) 2026 05:35:36/!! /technical event:244018 condition removed. 88/ on (B)(6) 2026 05:35:33/tf /446029, 89/ on (B)(6) 2026 05:35:33/tf /1746004, 90/ on (B)(6) 2026 05:35:33/tf /431001, 91/ on (B)(6) 2026 05:35:33/tf /1446029, 92/ on (B)(6) 2026 05:35:32/tf /1485001, 93/ on (B)(6) 2026 05:35:32/!!! /technical event:231009 condition removed, 94/ on (B)(6) 2026 05:35:31/!!! /technical event:231009, 95/ on (B)(6) 2026 05:35:30/!! /technical event:244018. Technical event 244018 - blower voltage out of tolerance. Technical event 231009 - blower controller speed low. Technical fault 431001 - blower fault. Technical fault 446029 - ambient failure. Technical fault 1746004 - panel error. Investigation ongoing.